Event description:
Information was received indicating that service did not disconnect a smiths medical cadd-legacy duodopa ambulatory infusion pump and the patient may have received an over-infusion of medication. It was reported that the "patient has been hospitalized since friday at 12 noon the cassette was already empty." Per reporter "the patient showed no signs of overdose." It was reported that service forgot to disconnect the pump the previous evening. No adverse patient effects were reported.